Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was that the patient had pain from the lead. It was noted that the event was attributed to the lead and that there were no abnormal impedance measurements. It was noted that there were no signs or symptoms associated with the event. It was noted that the patient did not require hospitalization due to the event. It was noted that the patient outcome was no injury. It was noted that the patient did not enjoy the feeling of the lead and did not like the tape used to secure the lead.

Event description:
It was reported that the patient started a trial on (B)(6) 2014 and from the start the patient was in pain. It was noted that the patient started in her back and later the pain went down through her body. It was noted that the pain reduced somewhat after a couple of days. It was noted that eventually the patient managed to be able to sleep on her side. It was noted that the patient went to the healthcare professional (hcp) on (B)(6) 2014 and the hcp looked at the bandages. It was noted that the hcp told the patient that there was a needle in there and that she had to wait until that friday to have it removed. It was noted that the patient went in on friday and was told that there was not a needle in her back, there was a piece of metal. It was noted that they took out the metal and the patient still was not right. It was noted that the patient was still feeling pain and could not lean on anything and had trouble sitting on anything including a pillow. It was noted that the patient was back on pain patches. It was noted that the patient had not felt anything like this before. It was noted that the patient had a hysterectomy and has had pelvic adhesions. It was noted that the patient underwent the pain stimulation trial due to the pelvic adhesions. It was noted that the shots did not work. It was noted that 48 hours after the trial began the patient had the screener taken away. It was noted that the patient used the device for one day. It was noted that the patient tried to use it a second time, but didn¿t know that it was on because it was at a low level.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown, serial # unknown, product type unknown. (B)(4).